Event description:
It was reported that while using the arctic sun device pop up message kept occurring stating information wasn't being saved. Powered device off and back on. Disk read error message appeared. Advised sending to biomed and have them contact us tomorrow for assistance from engineering. Sn: (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Powered device off and back on. Disk read error message appeared. Advised to send to biomed and have them contact us tomorrow for assistance from engineering. Biomed has a device that's giving a "windows right failed" message. Explained that's indicative of a hard drive failure and will need a replacement panel. Control panel price given. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the arctic sun device pop up message kept occurring stating information wasn't being saved. Powered device off and back on. Disk read error message appeared. Advised to send to biomed and have them contact us tomorrow for assistance from engineering. Sn (B)(6).